Event description:
Balloon was used to pre-dialte a lesion at 6 to 8 atm. Stent was deployed, then the same millenia catheter used for pre-dilation was used to post-dilate the stent. Balloon was inflated twice to 18 atm (which is 2 atm above the labeled rated burst pressure). The balloon burst on second inflation. No pt complications were reported. Eval of the returned product revealed a jetstream-type leak in the balloon.